Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced nocturnal hypoglycemia while using the ilet bionic pancreas shortly after initiation, with a documented glucose of 44 mg/dl and correction using oral carbohydrate (soda), without alarms or external assistance. Symptoms included tremors that resolved as glucose rose to 57 mg/dl, with no loss of consciousness and no ketone testing or medical intervention. Outcomes included temporary symptomatic impact without hospitalization or long-term sequelae. Investigation included complaint intake, user troubleshooting and education, and review for device performance issues. Investigation of this case revealed no device malfunction, and the cause of the hypoglycemia remained undetermined in the context of early adaptive learning. It was concluded that the event represented hypoglycemia of unclear cause with successful self-treatment and no residual effects. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.